Event description:
It was reported that the patient presented with an atrial lead that exhibited inappropriate automatic mode switches due to over-sensing noise. The lead also had insulation damage and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.